Event description:
It was reported the hcp saw the patient the day before the report and believed the pump had been empty for 6 months. The hcp also stated the low battery alarm was occurring. The reporter had no information as to when the alarm started to occur. Additional information later reported the pump had been implanted longer than 81 months before reaching battery depletion. The hcp said the pump had reached eri or eos but per the reporter didn¿t know when. The pump was refilled and the reporter assumed it was working properly but the reporter did not see the patient. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).